Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was taken to the emergency room after the patient was feeling a shock. Then the patient had acute heart failure and was rescued for one night. Upon programming the device it was noticed the patient was shocked for 7 times. The report showed that the fast ventricular rate was caused by sinus atrial rate. The ventricular rate was in vf session, so the device shocked. The patient was rescued successfully and was stable.